Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device with delivery system and truseal access system (was) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. After the was was removed from the body the physician noted what appeared to be a white thread that was a part of the sheath protruding from the distal end of the sheath. There were no reported patient complications.